Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. The instructions for use states the following: "for catheters with a white straightener, first remove the straightener before lubricating the shaft as inserting the catheter with the straightener may cause mucosal injury." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample was discarded.

Event description:
It was reported that on ((B)(6) 2016), the nurse placed the catheter on the patient without removing the straightener, which was recognized as the stylet. In an attempt of placement, the nurse found it difficult to continue the procedure feeling some friction, while the patient felt pain. The nurse stopped the procedure, removed the catheter, and found bleeding from the urethra. Another type of catheter was replaced by urology, and the patient continued to be monitored. The patient was doing well and the replaced catheter was removed without difficulty on (B)(6) 2016. The patient is planning on leaving the hospital on (B)(6) 2016.